Event description:
New information indicates that premature discharge of the battery is suspected. No intervention made at this time.

Event description:
New information indicates that the device was explanted and replaced. The patient was in stable condition with no adverse events.

Event description:
It was reported that the pacemaker device could not be interrogated during an in-clinic visit. Different programmers were tried but were unsuccessful in interrogating the device. It is believed that the device has reached the end of service life. The patient was stable throughout.